Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and leads were explanted. A temporary pacing lead was implanted and connected to the explanted device until the infection clears and the system is replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).